Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: no parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while troubleshooting for a different case, the manufacture representative observed a flashing battery indicator in the bottom left corner. They went into the self-test tool and observed the battery percentage alternating between 0% and 100%. No patient was present at the time of the event.

Manufacturer narrative:
A software investigation was initiated, the behavior described is the intended behavior of the software. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: after discharging both carts while troubleshooting, the site did not observe the inconsistent battery percentage again.